Event description:
It was reported to philips that the device was unable to start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.